Event description:
It was reported that on (B)(6) 2022, a 29 mm portico valve was selected for implant with a flexnav delivery system. After deployment of the valve in the aortic annulus and before the delivery catheter was removed from the annulus, the valve migrated up towards the aorta. The patient was sent to surgery to explant the valve. A 25 mm non-abbott valve was then implanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrating after deployment, and blocking the coronary arteries was reported. The valve was returned to abbott for analysis and was found to have broken wires consistent with explant from the patient the device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 4580 removed.

Event description:
It was reported that on (B)(6) 2022, a 29mm portico valve was selected for implant with a flexnav delivery system. After deployment of the valve in the aortic annulus and before the delivery catheter was removed from the annulus, the valve migrated up towards the aorta. The patient was sent to surgery to explant the valve. A 25mm non-abbott valve was then implanted. The patient status was reported as stable. Subsequent to the previously filed report, additional information was received that the aortic annular dimensions were 24mm by 28mm. For the valve that migrated, the starting implant depth at deployent was 8mm. The final implant depth at release was 8mm. There was sufficient calcium to allow anchoring of the device in the opinion of the user. There was no tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. The migrated valve blocked a coronary artery. The patient experienced hypotension. The valve was removed via open heart surgery.